Event description:
Customer reports display is missing segments while using the compact system. Customer became aware of missing segments during the call. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.